Manufacturer narrative:
The customer cancelled the svc call. The reported problem was resolved by the customer. No add'l svc info was provided.

Event description:
The customer reported that the sys shut down on its own. No pt injury was reported.